Event description:
It was reported that an error message appeared "system failure force sensor test" and primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. Cracked top case(front left corner) and cracked bottom case(pole clamp area). Force sensor test and primary audible alarm appeared in the event history log. The technician performed occlusion test and calibration verification for the force sensor test. Power process performed for the primary audible alarm. The reported issue was not duplicated although event history log indicates an intermittent error. The root cause of the reported issue was found to be most likely the ripped force sensor cable and unable to determine for the primary audible alarm. The technician replaced force sensor (ripped cable at sensor) and replaced main speaker as preventative measure.